Manufacturer narrative:
Legal claim received on 12-jul-2016: the plaintiff had essure implanted on or about (B)(6) 2011. After being implanted with essure, she suffered from severe and permanent injuries. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a (B)(6) female consumer who felt like her ovaries were getting stabbed after essure (fallopian tube occlusion insert) insertion. She had devices removed with a partial hysterectomy. In follow up, it was informed that she had this pain in ovaries and therefore the partial hysterectomy was considered a treatment rather than an event. This adnexa uterine pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure inserts are located near the ovaries, that consumer was feeling stabbed in this region and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. Upon follow up information, this case was regarded as incident since device removal was required. Further information will be obtained through litigation process.

Event description:
This spontaneous case report from a consumer in united states was identified in the internet (social media) on (B)(6) 2013. It refers to the reporting (B)(6) female consumer who received essure (fallopian tube occlusion insert) and experienced partial hysterectomy. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) inserted for permanent birth control. Consumer stated it ended up getting it removed with partial hysterectomy. She was trying to avoid getting a hysterectomy at (B)(6). Consumer stated essure permanent birth control was the worst decision in her life. No further details were provided. Follow up received on 08-mar-2016 from the consumer via social media (upgraded to incident): basically every single day the consumer felt like her ovaries were getting stabbed. She had severe bloating, looked like 9 months pregnant every day. She associated all these events to essure. Company causality comment: this not medically confirmed spontaneous report refers to a (B)(6) female consumer who felt like her ovaries were getting stabbed after essure (fallopian tube occlusion insert) insertion. She had devices removed with a partial hysterectomy. In follow up, it was informed that she had this pain in ovaries and therefore the partial hysterectomy was considered a treatment rather than an event. This adnexa uterine pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure inserts are located near the ovaries, that consumer was feeling stabbed in this region and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. Upon follow up information, this case was regarded as incident since device removal was required. No active follow-up will be pursued, as this case was received via media broadcast.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right cornua was then approached and using bipolar energy, an incision was made in the right cornua. The essure device was then easily visible and grasped with an atraumatic grasper'), device dislocation ('there was no evidence of the essure device visible at the right ostia. The left ostia was then visualized and there was still no evidence of the essure device') and adnexa uteri pain ('it felt like her ovaries were getting stabbed/ aching ovaries/ sharp pain on the both sides of ovaries hurt or ache all the time') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 1999, (B)(6) 2008)), miscarriage, mood change and thrombosis. Blood clot with one of her pregnancies after delivery, no further details available. Previously administered products included for an unreported indication: ocp from 1999 to 2011 and mirena iud removal. Concurrent conditions included follicular cyst of ovary, blood in stool, muscle pain, muscular weakness, joint swelling, sinus infection, chills, vomiting, rash, abdominal pain, constipation, diarrhea, joint pain, arthritis, vision abnormal, raynauds, trigeminal neuralgia and tooth fracture. Concomitant products included ondansetron for antiemetic supportive care, oral contraceptive nos from 2006 to 2011 for birth control, amitriptyline since 2013, baclofen since 2013 and gabapentin since 2013 for trigeminal neuralgia, citalopram since 2013 for trigeminal neuralgia and fibromyalgia as well as cannabis sativa (marijuana), esomeprazole, linaclotide (linzess), melatonin, probiotics nos;vitamins nos, salbutamol sulfate (proair hfa), vaccinium macrocarpon (cranberry) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("severe and persistent- migraines") and eye pain ("stabbing feeling inside of her left eyeball/ stabbing pains behind the eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("chronic bleeding/ intermittent heavy bleeding since surgery, sometimes brown to deep red"), adnexa uteri pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating, looked 9 months pregnant every day/severe bloating/extreme bloating/bloating."), anxiety ("anxiety"), hot flashes ("hot flashes"), immune thrombocytopenia ("itp (interpreted as idiopathic thrombocytopenic purpura)"), menorrhagia ("heavy periods"), headache ("extreme headaches/ pain radiating into the left side of her head"), cough ("constant cough"), pyrexia ("low-grade fevers"), anaemia ("anemia"), palpitations ("fluttering feeling"), platelet disorder ("white blood platelets changing shape and size"), immunodeficiency ("low immunity"), paraesthesia generalised ("electric shock feeling through head on the left side/shock wave through my entire body"), benign prostatic hyperplasia ("high bph (interpreted as benign prostatic hyperplasia)"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), hypotension ("low blood pressure"), confusional state ("confusion"), amnesia ("memory loss"), libido decreased ("low libido"), balance disorder ("loss of balance"), depression ("depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), photophobia ("extreme light sensitivity"), paresthesia skin ("pins and needles poking her skin"), tooth loss ("loss of teeth"), tooth disorder ("dental issues"), insomnia ("insomnia"), fatigue ("chronic fatigue"), pudendal canal syndrome ("pudendal neuralgia"), alopecia ("hair loss"), infection ("infectious disease"), dyspareunia ("pain with sex"), vulvovaginal pain ("pain inside her vaginal wall on the left side"), pain ("pain radiates throughout her whole body"), dehydration ("became dehydrated"), conjunctivitis ("pink eye"), device intolerance ("pet fibers destroying body"), inflammation ("chronic inflammation"), tremor ("trembling"), panic attack ("panic attacks"), bronchitis ("bronchitis"), hot flushes ("hot flushes") and post-traumatic stress disorder ("post traumatic stress disorder") and was found to have weight increased ("weight gain"), weight decreased ("severe weight loss") and white blood cell count decreased ("constant low white blood white"). The patient was treated with surgery (partial hysterectomy and she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, adnexa uteri pain, anxiety, hot flashes, immune thrombocytopenia, menorrhagia, headache, migraine, weight increased, weight decreased, cough, pyrexia, anaemia, palpitations, immunodeficiency, paraesthesia generalised, benign prostatic hyperplasia, irritable bowel syndrome, hypotension, confusional state, amnesia, libido decreased, balance disorder, depression, nausea, vaginal discharge, photophobia, paresthesia skin, tooth loss, tooth disorder, insomnia, fatigue, pudendal canal syndrome, alopecia, infection, dehydration, conjunctivitis, device intolerance, inflammation, tremor, panic attack, bronchitis, hot flushes and white blood cell count decreased outcome was unknown, the genital haemorrhage had not resolved and the abdominal distension, platelet disorder, eye pain, dyspareunia, vulvovaginal pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, amnesia, anaemia, anxiety, balance disorder, benign prostatic hyperplasia, bronchitis, confusional state, conjunctivitis, cough, dehydration, depression, device dislocation, device intolerance, dyspareunia, embedded device, eye pain, fatigue, genital haemorrhage, headache, hot flashes, hypotension, immune thrombocytopenia, immunodeficiency, infection, inflammation, insomnia, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, pain, palpitations, panic attack, paraesthesia generalised, photophobia, platelet disorder, post-traumatic stress disorder, pudendal canal syndrome, pyrexia, tooth disorder, tooth loss, tremor, vaginal discharge, vulvovaginal pain, weight decreased, weight increased, white blood cell count decreased, hot flushes and paresthesia skin to be related to essure. The reporter commented: consumer stated essure permanent birth control was the worst decision in her life. After being implanted with essure, she suffered from severe and permanent injuries. She associated all these events to essure she was hospitalized for approximately five days with fever, chills, nausea, vomiting, myalgias, headaches, and new rash. She was evaluated at that time by infectious disease service and hospitalized for presumptive diagnosis of endometritis possibly in the setting of ehrlichiosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure confirmation. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pyrexia, nausea, headaches, abdominal distension, fatigue, back pain, depression, anxiety, adnexa uteri pain, immunodeficiency, immune thrombocytopenic purpura, irritable bowel syndrome, infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the right cornua was then approached and using bipolar energy, an incision was made in the right cornua. The essure device was then easily visible and grasped with an atraumatic grasper'), device dislocation ('there was no evidence of the essure device visible at the right ostia. The left ostia was then visualized and there was still no evidence of the essure device') and adnexa uteri pain ('it felt like her ovaries were getting stabbed/ aching ovaries/ sharp pain on the both sides of ovaries hurt or ache all the time') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (((B)(6) 1997, (B)(6) 1999, (B)(6) 2008)), miscarriage, mood change and thrombosis. Blood clot with one of her pregnancies after delivery, no further details available. Previously administered products included for an unreported indication: ocp from 1999 to 2011 and mirena iud removal. Concurrent conditions included follicular cyst of ovary, blood in stool, muscle pain, muscular weakness, joint swelling, sinus infection, chills, vomiting, rash, abdominal pain, constipation, diarrhea, joint pain, arthritis, vision abnormal, raynauds, trigeminal neuralgia and tooth fracture. Concomitant products included ondansetron for antiemetic supportive care, oral contraceptive nos from 2006 to 2011 for birth control, amitriptyline since 2013, baclofen since 2013 and gabapentin since 2013 for trigeminal neuralgia, citalopram since 2013 for trigeminal neuralgia and fibromyalgia as well as cannabis sativa (marijuana), esomeprazole, linaclotide (linzess), melatonin, probiotics nos;vitamins nos, salbutamol sulfate (proair hfa), vaccinium macrocarpon (cranberry) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("severe and persistent- migraines") and eye pain ("stabbing feeling inside of her left eyeball/ stabbing pains behind the eye"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and back pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("chronic bleeding/ intermittent heavy bleeding since surgery, sometimes brown to deep red"), adnexa uteri pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating, looked 9 months pregnant every day/severe bloating/extreme bloating/bloating."), anxiety ("anxiety"), hot flashes ("hot flashes"), immune thrombocytopenic purpura ("itp (interpreted as idiopathic thrombocytopenic purpura)"), menorrhagia ("heavy periods"), headache ("extreme headaches/ pain radiating into the left side of her head"), cough ("constant cough"), pyrexia ("low-grade fevers"), anaemia ("anemia"), palpitations ("fluttering feeling"), platelet disorder ("white blood platelets changing shape and size"), immunodeficiency ("low immunity"), paraesthesia generalised ("electric shock feeling through head on the left side/shock wave through my entire body"), benign prostatic hyperplasia ("high bph (interpreted as benign prostatic hyperplasia)"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), hypotension ("low blood pressure"), confusional state ("confusion"), amnesia ("memory loss"), libido decreased ("low libido"), balance disorder ("loss of balance"), depression ("depression"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), photophobia ("extreme light sensitivity"), paresthesia skin ("pins and needles poking her skin"), tooth loss ("loss of teeth"), tooth disorder ("dental issues"), insomnia ("insomnia"), fatigue ("chronic fatigue"), pudendal canal syndrome ("pudendal neuralgia"), alopecia ("hair loss"), infection ("infectious disease"), dyspareunia ("pain with sex"), vulvovaginal pain ("pain inside her vaginal wall on the left side"), pain ("pain radiates throughout her whole body"), dehydration ("became dehydrated"), conjunctivitis ("pink eye"), device intolerance ("pet fibers destroying body"), inflammation ("chronic inflammation"), tremor ("trembling"), panic attack ("panic attacks"), bronchitis ("bronchitis"), hot flushes ("hot flushes") and post-traumatic stress disorder ("post traumatic stress disorder") and was found to have weight increased ("weight gain"), weight decreased ("severe weight loss") and white blood cell count decreased ("constant low white blood white"). The patient was treated with surgery (partial hysterectomy and she underwent bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device dislocation, adnexa uteri pain, anxiety, hot flashes, immune thrombocytopenic purpura, menorrhagia, headache, migraine, weight increased, weight decreased, cough, pyrexia, anaemia, palpitations, immunodeficiency, paraesthesia generalised, benign prostatic hyperplasia, irritable bowel syndrome, hypotension, confusional state, amnesia, libido decreased, balance disorder, depression, nausea, vaginal discharge, photophobia, paresthesia skin, tooth loss, tooth disorder, insomnia, fatigue, pudendal canal syndrome, alopecia, infection, dehydration, conjunctivitis, device intolerance, inflammation, tremor, panic attack, bronchitis, hot flushes and white blood cell count decreased outcome was unknown, the genital haemorrhage had not resolved and the abdominal distension, platelet disorder, eye pain, dyspareunia, vulvovaginal pain and pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, amnesia, anaemia, anxiety, balance disorder, benign prostatic hyperplasia, bronchitis, confusional state, conjunctivitis, cough, dehydration, depression, device dislocation, device intolerance, dyspareunia, embedded device, eye pain, fatigue, genital haemorrhage, headache, hot flashes, hypotension, immune thrombocytopenic purpura, immunodeficiency, infection, inflammation, insomnia, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, pain, palpitations, panic attack, paraesthesia generalised, photophobia, platelet disorder, post-traumatic stress disorder, pudendal canal syndrome, pyrexia, tooth disorder, tooth loss, tremor, vaginal discharge, vulvovaginal pain, weight decreased, weight increased, white blood cell count decreased, hot flushes and paresthesia skin to be related to essure. The reporter commented: consumer stated essure permanent birth control was the worst decision in her life. After being implanted with essure, she suffered from severe and permanent injuries. She associated all these events to essure she was hospitalized for approximately five days with fever, chills, nausea, vomiting, myalgias, headaches, and new rash. She was evaluated at that time by infectious disease service and hospitalized for presumptive diagnosis of endometritis possibly in the setting of ehrlichiosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure confirmation. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: pyrexia, nausea, headaches, abdominal distension, fatigue, back pain, depression, anxiety, adnexa uteri pain, immunodeficiency, immune thrombocytopenic purpura, irritable bowel syndrome, infection, pelvic pain quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event " post traumatic stress disorder" was added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-dec-2016: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous report is under litigation. It refers to a (B)(6) female consumer who felt like her ovaries were getting stabbed after essure (fallopian tube occlusion insert) insertion. She had devices removed with a partial hysterectomy. This adnexa uterine pain is serious due to its medical importance and unlisted in the reference safety information for essure. Considering that essure inserts are located near the ovaries, that consumer was feeling stabbed in this region and that there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case was regarded as incident since device removal was required. A quality-safety assessment resulted in an unconfirmed quality defect, but plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device (¿the right cornua was then approached and using bipolar energy, an incision was made in the right cornua. The essure device was then easily visible and grasped with an atraumatic grasper¿), device dislocation (¿there was no evidence of the essure device visible at the right ostia. The left ostia was then visualized and there was still no evidence of the essure device¿), pelvic pain ("severe and persistent pelvic pain") and adnexa uteri pain ("it felt like her ovaries were getting stabbed/ aching ovaries"), genital haemorrhage (¿chronic bleeding/ intermittent heavy bleeding since surgery, sometimes brown to deep red¿), in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6))) and miscarriage. Historical product included ocp. Concomitant products included ondansetron for antiemetic supportive care, oral contraceptive nos in 2006 for birth control, amitriptyline in 2013, baclofen in 2013 and gabapentin in 2013 for trigeminal neuralgia, citalopram in 2013 for trigeminal neuralgia and fibromyalgia as well as cannabis sativa (marijuana), esomeprazole magnesium (nexium), linaclotide (linzess), melatonin, salbutamol sulfate (proair hfa), vaccinium macrocarpon (cranberry) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("severe and persistent- migraines"). On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating, looked 9 months pregnant every day"), anxiety ("anxiety"), hot flush ("hot flashes"), immune thrombocytopenic purpura ("itp (interpreted as idiopathic thrombocytopenic purpura)"), menorrhagia ("heavy periods"), headache ("extreme headaches"), weight increased ("weight gain"), weight decreased ("severe weight loss"), cough ("constant cough"), pyrexia ("low-grade fevers"), anaemia ("anemia"), palpitations ("fluttering feeling"), platelet disorder ("white blood platelets changing shape and size"), immunodeficiency ("low immunity"), electric shock ("electric shock feeling through head on the left side"), benign prostatic hyperplasia ("high bph (interpreted as benign prostatic hyperplasia)"), irritable bowel syndrome ("ibs (interpreted as irritable bowel syndrome)"), hypotension ("low blood pressure"), confusional state ("confusion"), amnesia ("memory loss"), libido decreased ("low libido"), balance disorder ("loss of balance"), depression ("depression") and nausea ("nausea"), vaginal discharge (¿vaginal discharge¿), photophobia (¿extreme light sensitivity¿), eye pain (¿stabbing feeling inside of her left eyeball/ stabbing pains behind the eye¿), paraesthesia (¿pins and needles poking her skin¿), tooth loss (¿loss of teeth¿), tooth disorder (¿dental issues¿),insomnia (¿insomnia¿), fatigue (¿chronic fatigue¿), pudendal canal syndrome (¿pudendal neuralgia¿), alopecia (¿hair loss¿), infection (¿infectious disease), genital haemorrhage (¿chronic bleeding/ intermittent heavy bleeding since surgery, sometimes brown to deep red¿), dyspareunia (¿pain with sex¿), vulvovaginal pain (¿pain inside her vaginal wall on the left side¿), pain (¿pain radiates throughout her whole body¿), dehydration (¿became dehydrated¿), conjunctivitis (¿pink eye¿), allergy to animal (¿pet fibers destroying body¿), inflammation (¿chronic inflammation¿), tremor (¿trembling¿), panic attack (¿panic attacks¿), bronchitis (¿bronchitis¿), hot flush (¿hot flushes¿), adnexa uteri pain (¿sharp pain on the both sides of ovaries hurt or ache all the time¿), menorrhagia (¿periods are heavy¿) . The patient was treated with surgery (she underwent bilateral salpingectomy.) And surgery (partial hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the adnexa uteri pain, anxiety, back pain, hot flush, immune thrombocytopenic purpura, menorrhagia, headache, migraine, weight increased, weight decreased, cough, pyrexia, anaemia, palpitations, platelet disorder, immunodeficiency, electric shock, benign prostatic hyperplasia, irritable bowel syndrome, hypotension, confusional state, amnesia, libido decreased, balance disorder, depression, nausea, vaginal discharge, photophobia , paraesthesia, tooth loss, tooth disorder, insomnia, fatigue, pudendal canal syndrome, infection, dehydration, conjunctivitis, allergy to animal, inflammation, tremor, panic attack, bronchitis, hot flush, adnexa uteri pain and menorrhagia outcome was unknown. Genital bleeding outcome was not recovered / not resolved. Eye pain, pelvic pain, extreme bloating, lower back pain, platelet disorder, pain, white blood cell count decreased, body pain, vulvovaginal pain, dyspareunia outcome was recovered / resolved. The reporter considered abdominal distension, adnexa uteri pain, amnesia, anaemia, anxiety, back pain, balance disorder, benign prostatic hyperplasia, confusional state, cough, depression, electric shock, headache, hot flush, hypotension, immune thrombocytopenic purpura, immunodeficiency, irritable bowel syndrome, libido decreased, menorrhagia, migraine, nausea, palpitations, pelvic pain, platelet disorder, pyrexia, weight decreased, weight increased, vaginal discharge, photophobia, eye pain, paraesthesia, tooth loss, tooth disorder, insomnia, fatigue, pudendal canal syndrome, infection, genital haemorrhage, vulvovaginal pain, pain, dehydration, conjunctivitis, allergy to animal, inflammation, tremor, panic attack, bronchitis, hot flush, menorrhagia, embedded device and device dislocation to be related to essure. The reporter commented: consumer stated essure permanent birth control was the worst decision in her life. After being implanted with essure, she suffered from severe and permanent injuries. She associated all these events to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: essure confirmation. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-dec-2017: new reporters added. Patients demographics added. Concomitant drugs added. New events added: severe and persistent pelvic pain, anxiety, lower back pain on the left side, hot flashes, itp (interpreted as idiopathic thrombocytopenic purpura), heavy periods, extreme headaches, severe and persistent- migraines, weight gain, severe weight loss, constant cough, low-grade fevers, anemia, fluttering feeling, white blood platelets changing shape and size, low immunity, electric shock feeling through head on the left side, high bph (interpreted as benign prostatic hyperplasia), ibs (interpreted as irritable bowel syndrome), low blood pressure, confusion,memory loss,low libido, loss of balance, depression, nausea, vaginal discharge, extreme light sensitivity, stabbing feeling inside of her left eyeball/ stabbing pains behind the eye, pain radiating into the left side of her head, pins and needles poking her skin, loss of teeth, dental issues, insomnia, chronic fatigue, pudendal neuralgia, shock wave through my entire body, hair loss, infectious disease, chronic bleeding/ intermittent heavy bleeding since surgery, sometimes brown to deep red, pain with sex, pain inside her vaginal wall on the left side, pain radiates throughout her whole body, became dehydrated, pink eye, pet fibers destroying body, chronic inflammation, trembling, panic attacks, bronchitis, hot flushes, sharp pain on the both sides of ovaries hurt or ache all the time, periods are heavy, the right cornua was then approached and using bipolar energy, an incision was made in the right cornua. The essure device was then easily visible and grasped with an atraumatic grasper and there was no evidence of the essure device visible at the right ostia. The left ostia was then visualized and there was still no evidence of the essure device. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs